Event description:
Perclose being used to suture the artery, but it wouldn't bleed back, and it wouldn't flush either. Device removed from the field, and we got another one to use. Manufacturer response for suture-mediated closure and repair system, perclose prostyle (per site reporter). Rep will come pick up the device.